Event description:
It was reported that shaft break occurred. A 4.50mm x 12mm nc emerge balloon catheter was selected for use. However, during preparation, it was noted that the middle part of the shaft was fractured when the balloon catheter was removed from the carrier tube. The procedure was competed with another nc emerge. No patient complications were reported. It was reported via medwatch (B)(4) that the left main wire was fractured from the nc emerge balloon catheter breaking in half during the procedure.

Event description:
It was reported that shaft break occurred. A 4.50mm x 12mm nc emerge balloon catheter was selected for use. However, during preparation, it was noted that the middle part of the shaft was fractured when the balloon catheter was removed from the carrier tube. The procedure was competed with another nc emerge. No patient complications were reported. It was reported via medwatch 3600840000-2021-8093 that the left main wire was fractured from the nc emerge balloon catheter breaking in half during the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was a hypotube separation 73.5cm from the strain relief. There was contrast in the inflation lumen and balloon. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 4.50mm x 12mm nc emerge balloon catheter was selected for use. However, during preparation, it was noted that the middle part of the shaft was fractured when the balloon catheter was removed from the carrier tube. The procedure was competed with another nc emerge. No patient complications were reported.